Event description:
It was reported to boston scientific corporation that an endovive standard peg kit was used during a percutaneous endoscopic gastrostomy (peg) placement procedure (B)(6) 2019. According to the complainant, during the procedure, as they were pulling the peg tube through the stoma site, the loop on the peg tube broke. They were able to continue pulling it through to complete the procedure. Reportedly, no part of the device detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (Device codes): problem code 2907 captures the reportable event of loop wire at the end of peg tube broke. The analysis of the returned device revealed that only one section of the tubing was returned for analysis, the dilating tip was attached to the tubing. The loop in the dilating tip was broken and the loop wires are frayed. The complaint was consistent with the reported incident that the feeding loop wire was detached. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the loop in the dilating tip was broken due to user technique, patient anatomy or other procedural factors such the incision size, also a lot of force applied to pull the device during placement could have contributed with the event. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit was used during a percutaneous endoscopic gastrostomy (peg) placement procedure (B)(6) 2019. According to the complainant, during the procedure, as they were pulling the peg tube through the stoma site, the loop on the peg tube broke. They were able to continue pulling it through to complete the procedure. Reportedly, no part of the device detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.